Event description:
It was reported that on (B)(6) 2011, the patient underwent revascularization of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant: estimate. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).the reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.